Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the adapter confirmed that the distal end had crack. It was reported that luer adapter was cracked. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after connecting the catheter to the machine, small bubbles were found to appear frequently at the arterial end. Preliminary action was replaced artery and occluded catheter joint. There were hidden risks. There was no reported patient outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after connecting the pre-existing catheter to the machine, small bubbles were found to appear frequently at the arterial end. There were hidden risks, as the arteriovenous connection tubing at the arterial adapter had cracks that could easily allow air to enter, affecting the quality of dialysis. No other defects or damage were found on the product. No other products were being utilized with the device. Nothing unusual was observed on the device prior to use. Tego was not utilized. Alcohol cotton pads were the cleaning agent used on the device. No occlusion due to thrombosis. Preliminary action was taken to replace the arteriovenous connection tubing as a repair and blocked catheter joint, and the treatment was completed. The catheter was not removed or explanted. The customer did try to reverse the lines. There were 20 ml (milliliters) of blood loss. A blood transfusion was not required. There was no reported patient injury.